Event description:
During the surgical procedure a bipolar maryland tip forceps instrument was inserted through a cannula into the patient. Immediately upon endoscopic visualization, it was noticed that the instrument was bent over to one side. The instrument had not yet been used to perform any surgical tasks. The surgical staff immediately chose to remove the instrument from the patient. While attempting to remove the instrument, resistance was felt through the cannula and the proximal clevis of the instrument fragmented. Two instrument fragments were removed from the patient. No patient harm, adverse outcome or injury was reported.